Event description:
It was reported that patient has high lead impedance and generator disabled due to end of service battery life. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed for the explanted generator. Initial data download shows pulse disabled set to a value that represents a low battery condition due to the pulse generator remaining ¿on¿ and the increased impedance. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Residue was observed on the pulse generator feed-thru assembly and is related to the manufacturing process of the component. The pulse generator was opened and a comprehensive automated pcba electrical evaluation was performed. Other than the noted events of low battery, there were no additional performance, or any other type of adverse conditions found with the pulse generator. Suspect lead has still not been received by manufacturer.

Event description:
It was later reported that patient had replacement of m1000. Old battery was at eos; therefore, no impedance was available prior to surgery. During out of pocket interrogation, high impedance was observed. Pin placement was checked twice and the issue did not resolve. Accessory kit was opened and sentiva generator was checked, but impedance was still high. New generator was connected to lead. Explanted generator has not been received by product analysis to date. No additional known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event; corrected information; initial MDR inadvertently omitted information known prior to submission. F7: type of report; corrected information; initial MDR inadvertently omitted information known prior to submission. F10: adverse event codes; corrected information; initial MDR inadvertently omitted information known prior to submission. G2: report source; corrected information; initial MDR inadvertently omitted information known prior to submission. H2: if follow-up, what type; corrected information; initial MDR inadvertently omitted information known prior to submission. H6: adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the product was replaced and received into product analysis. No other relevant information has been received to date.